Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient the device failed to discharge after the device returned a "shock advised" determination. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Our attempts to receive the clinical data files for evaluation have been unsuccessful. We have been unable to confirm the customer's report. The device was put through extensive testing without duplicating the customer report. The device was recertified and returned to the customer. No trend is associated with reports of this type.